Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-30101. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
To date additional patient or event details have been received which are added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, primary UDI number, expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary.

Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was kinked within 3 hours of insertion at thigh. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.